Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The intermittent power malfunction was duplicated and the system board was replaced. The system fault 33 was observed in the activity logs; however, could not be duplicated with the device. The device was recertified and returned to the customer. The system board was returned to zoll medical corporation, united states. The reported malfunction of "intermittent power up" was observed and attributed to faulty solder on a filter-inductor on the system's board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and displayed a "system fault 33" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.